Event description:
The ge oec 2800 fluoroscopy system had issues with the collimator.

Manufacturer narrative:
A ge oec service rep investigated the issue and found broken wire in the interconnect assembly that was repaired. Additionally, the batteries were found failing and were replaced. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.